Manufacturer narrative:
The defective heater-cooler system 3t was returned for further investigation. During the investigation it was possible to confirm the reported issue and as root cause a hole in the evaporator was identified. Corrective actions are in progress for this issue.

Manufacturer narrative:
Was no patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The device was replaced with an loaner unit and has been sent to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t blew multiple fuses in the department during a water change. There was no patient involvement.